Event description:
It was reported that leak occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. Approximately three years later, the patient returned for a routine follow up where a 5.6-9mm leak was observed. A non-boston scientific vascular plug was placed in the leak. A 3mm leak persisted after placement of the non-bsc vascular plug. The patient has fully recovered.